Event description:
Resident was found lying face down on the floor with left hand and wrist caught in bed adjustment bar. He had an abrasion to the (l) side of his head, extreme swelling of the (l) hand and wrist, skin tears on the (l) hand and arm, complaints of shortness of breath and swelling to left eye and cheek. He was unable to extract himself from the bar area. Staff needed to loosen him.